Manufacturer narrative:
According to the description of the event, the screwdriver broke off during use. The product in question was provided for an optical examination. The described error pattern can be confirmed: the tip of the screwdriver broke off. The fracture occurred horizontally. The broken off part was not provided. It is assumed that this part was discarded by the user. It was reported that there were no impacts on patients, users or third parties relating to the reported error pattern. Another product was used instead when the screwdriver broke. The manufacturing documents and the material certificates of the screwdriver were checked. These did not reveal any errors. The surgical technique and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the screwdriver could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the screwdriver. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The screwdriver was manufactured in november 2011 and is therefore in use for almost 15 years. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "screwdriver broken while screwing in the coupling screw" note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery. Follow-up: implantcast gmbh was provided with the affected product on 25.02.2026.

Manufacturer narrative:
According to the description of the event, the screwdriver broke off during use. It was not possible to carry out a visual inspection of the affected product as neither the product itself nor any pictures were provided. Based on the fault description, it is assumed that the tip has broken off. It was reported that there were no impacts on patients, users or third parties relating to the reported error pattern. Another product was used instead when the screwdriver broke. The manufacturing documents and the material certificates of the screwdriver were checked. These did not reveal any errors. The surgical technique and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the screwdriver could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the screwdriver. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The screwdriver was manufactured in november 2011 and is therefore in use for almost 15 years. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "screwdriver broken while screwing in the coupling screw". Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery.